Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿development of de novo aortic insufficiency in patients with heartmate 3¿ was received. The study sought to compare the development of de novo aortic insufficiency (ai) between hm3 and hmii recipients. A retrospective review was conducted on 121 heartmate (hm) 3 patients and 270 hmii patients from columbia university irving medical center. The study analyzed the clinical characteristics and serial echocardiograms (conducted 1 month, 6 months, and 1-year post-implantation) of hm3 patients implanted between (B)(6) 2014 and (B)(6) 2019, and of hmii patients implanted between (B)(6) 2004 and (B)(6) 2015. The study defined de novo ai as a development of more than mild ai following the left ventricular assist device (lvad) implant. A total of 122 patients were excluded from the study due to a history of aortic valve surgery, concomitant aortic valve surgery with lvad implant, or more than trace preoperative ai left untreated. The study concluded that after accounting for risks of death and transplantation there was no significant difference in the development of de novo ai by 1-year post-implantation between the hmii and hm3 patients. There was also no significant difference in severity between the hmii and hm3 among the patients who developed ai up to 1-year post-implantation. The hm3 device serial numbers, as well as other specific case/patient information, are not available. The hm3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿development of de novo aortic insufficiency in patients with heartmate 3¿ that de novo aortic insufficiency (ai) may be related to treatment with the heartmate 3 (hm 3). This was a retrospective review conducted of clinical characteristics and serial echocardiograms (1 month, 6 months, and 1 year post-implantation) of heartmate 3 patients implanted between nov 2014 and mar 2019. There were 121 heartmate 3 patients included in the study. The proportion of hm3 patients with mild ai increased from 14.56% at 1 month to 28.38% at 6 months to 34.55% at 1 year. The proportion of patients with greater than mild ai increased from 0.97% at 1 month to 8.11% at 6 months and 7.27% at 1 year. There is no significant difference in severity of ai between heartmate ii and hm 3 patients.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Article title: development of de novo aortic insufficiency in patients with heartmate 3 alyyah malick, et al. The annals of thoracic surgery. S0003-4975(21)01692-1 http://dx.doi.org/10.1016/j.athoracsur.2021.08.074 department of surgery, division of cardiac, thoracic & vascular surgery, columbia university irving medical center, new york. A supplemental report will be submitted once the manufacturer¿s investigation is completed.